Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the battery compartment was cracked in two places. Corrosion was observed in the battery compartment. A leak test failed due to a battery compartment crack. The pump was opened and no additional moisture was found.

Manufacturer narrative:
Follow-up #2 date of submission 09/21/2016-correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was cracked/damaged. The reporter also claimed that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.